Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by functional stopper pullout testing and the issue relating to stopper pop off was not observed. Zero (0) of the twenty-nine (29) retention samples failed the testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. While bd was unable to confirm this complaint for the indicated failure mode of stopper pop off based on retention sample testing, bd has initiated further root cause investigation relating to the issue of stopper function defects through corrective and preventive actions. CAPA pr # 1875009 has been initiated for documentation related to this issue of stopper creepout to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was stopper creep out or loose closure. This event occurred 1400 times. The following information was provided by the initial reporter. The customer stated: "the caps are very loose."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was stopper creep out or loose closure. This event occurred 1400 times. The following information was provided by the initial reporter. The customer stated: "the caps are very loose."